Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter did not seemed have been aspirating during vitrectomy surgery. The condition of actuation and cutting was unknown. The surgery was performed and completed after replacing the product with another one. Patient impact was not reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Sample 1 was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap and port face and needle slightly bent. It was also observed the needle and inner cutter were cracked. Functional testing was not performed due to the cracked needle and inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation could not confirm sample 1 had an aspiration failure as the sample was functionally conforming and the reported issue could not be confirmed for sample 2 due to the cracked condition of the needle and inner cutter. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure was not confirmed, and an exact root cause for the cracked needle and inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).